Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated indication and on the same day was diagnosed with peritonitis manifested by abdominal pain and diarrhea. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with flagyl (daily and dose unknown) intravenous (IV) for peritonitis. Treatment with flagyl was ongoing. The patient was still hospitalized and recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c25021 and h14a24135 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.